Manufacturer narrative:
(B)(4)

Event description:
It was reported, "on (B)(6) 2024, blood leakage from a cracked luer hub was found at the time of reuse of a long-term hemodialysis tube after it had been placed and used for about 20 days, and the hemodialysis tube connector was replaced on an emergency basis." The device was removed and replaced. Additional information reports, "the blood was found leaking during treatment. No significant blood loss. No need for blood transfusion. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Two non-conformances were initiated for material j-71524-001a with batch 13c23b2287 in regard to juncture hub leaked in use. Without the sample returned for analysis, it cannot be confirmed if the finding is relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "on (B)(6) 2024, blood leakage from a cracked luer hub was found at the time of reuse of a long-term hemodialysis tube after it had been placed and used for about 20 days, and the hemodialysis tube connector was replaced on an emergency basis." The device was removed and replaced. Additional information reports, "the blood was found leaking during treatment. No significant blood loss. No need for blood transfusion. The patient condition is fine. No medical intervention was required."